Event description:
It was reported that the stent did not cross the intended lesion and upon removal into the guiding catheter, the stent dislodged. The physician successfully snared the stent. There was no patient injury reported. No anatomical information was reported.